Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the patient was not able to pump up the cylinders due to a sticky pump for a few months. During an appointment with the physician it was corroborated that the pump would activate in normal fashion but after several pumps it went flat. A surgical procedure was performed to address the issue. During the procedure a significant amount of scar tissue needed to be mobilized to identify the tubing. The tubing was followed to analyze the components in which it was noticed that there were no leaks within the cylinders. The pump was surrounded by a pseudocapsule which was removed upon discovery. When the reservoir was identified it had only 20 to 30 cc of fluid and a large amount of air. Upon inspection a rip was identified on it; the component appeared to be folded and rubbing against itself. The reservoir was then removed and replaced. The patient did not experience complications related to the device and the system appeared to be working again following the procedure.

Manufacturer narrative:
Updated: b5, h6. D7 updated. B5, d4, d11, h2, h3, h6, h10 updated. Product investigation completed. Allegation of a hole in the reservoir and device malfunction was reported. The ams 700 flat reservoir was visually inspected and functionally tested. There was a hole in the reservoir shell that was the result of fatigue at the corner of a fold, causing a leak. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Manufacturer narrative:
Product investigation completed. The reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold; hole was present. The identified fluid leak is the most probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported allegations related to a hole, fluid loss, inflation issue, but unable to confirm the reported allegations related to air in system/component, capsular contracture and scar tissue. Model number/catalog number 72404238 serial number null batch/lot number 0180750007 model/catalog description cx preconnect ms 21cm ip iz. Product investigation completed. Allegation of a hole in the reservoir and device malfunction was reported. The ams 700 flat reservoir was visually inspected and functionally tested. There was a hole in the reservoir shell that was the result of fatigue at the corner of a fold, causing a leak. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the patient was not able to pump up the cylinders due to a sticky pump for a few months. During an appointment with the physician it was corroborated that the pump would activate in normal fashion but after several pumps it went flat. A surgical procedure was performed to address the issue. During the procedure a significant amount of scar tissue needed to be mobilized to identify the tubing. The tubing was followed to analyze the components in which it was noticed that there were no leaks within the cylinders. The pump was surrounded by a pseudocapsule which was removed upon discovery. When the reservoir was identified it had only 20 to 30 cc of fluid and a large amount of air. Upon inspection a rip was identified on it; the component appeared to be folded and rubbing against itself. The reservoir was then removed and replaced. The patient did not experience complications related to the device and the system appeared to be working again following the procedure.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the patient was not able to pump up the cylinders due to a sticky pump for a few months. A surgical procedure was performed in which the existing reservoir was removed and replaced. During the procedure a rip was identified in the reservoir. The component appeared to be folded and rubbing against itself. The patient did not experience complications related to the device and the system appeared to be working again following the procedure.

Manufacturer narrative:
Product investigation completed. Allegation of a hole in the reservoir and device malfunction was reported. The ams 700 flat reservoir was visually inspected and functionally tested. There was a hole in the reservoir shell that was the result of fatigue at the corner of a fold, causing a leak. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the patient was not able to pump up the cylinders due to a sticky pump for a few months. A surgical procedure was performed in which the existing reservoir was removed and replaced. During the procedure a rip was identified in the reservoir. The component appeared to be folded and rubbing against itself. The patient did not experience complications related to the device and the system appeared to be working again following the procedure.

Manufacturer narrative:
Product investigation completed. Allegation of a hole in the reservoir and device malfunction was reported. The ams 700 flat reservoir was visually inspected and functionally tested. There was a hole in the reservoir shell that was the result of fatigue at the corner of a fold, causing a leak. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the patient was not able to pump up the cylinders for a few months. A surgical procedure was performed in which the existing reservoir was removed and replaced. During the procedure a rip was identified in the reservoir. The component appeared to be folded and rubbing against itself. The patient did not experience complications related to the device and the system appeared to be working again following the procedure.